Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user experienced meningitis 3-4 times after implantation on (B)(6) 2023. According to the user's parent, the meningitis episodes initially occurred in (B)(6) 2023 and reoccurred two or three times in the following 4 months and again in (B)(6) 2024. The user was explanted on (B)(6) 2024.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. This is as expected as the device was explanted due to repeated episodes of meningitis. The initial episode was in the early post-operative period. Furthermore, the recipient has a diagnosis of a csf leakage, which is a risk factor for meningitis. They also have a diagnosis of a cochlear malformation, which poses an increased risk of meningitis with and without a cochlear implant. A review of device sterilization records shows that the device has been subject to a valid sterilization process. This is a final report.

Event description:
The user experienced meningitis 3-4 times after implantation on (B)(6) 2023. According to the user's parent, the meningitis episodes initially occurred in (B)(6) 2023 and reoccurred two or three times in the following 4 months and again in (B)(6) 2024. The user was explanted.